Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and a blood glucose (bg) level of 370 mg/dl; the cause was unknown. Reportedly, the customer had a stomach bug causing dehydration, and suspected illness to be a potential contributing factor to elevated bg, however this could not be confirmed. The customer attempted to resolve the issue by changing site, and delivering a correction bolus and a manual injection. Subsequently, the customer was admitted to the hospital where an insulin drip, and a d4 drip were administered to address the elevated bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved, and no permanent damage.